Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Abbott diagnostics scarborough received mw5100596 in which the customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing with pcr generated negative results. The customer stated the patient was asymptomatic. Additional information is unavailable.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.